Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Per IFU 90-274-92-40 for the twist drill "for twist drills with an overall length of greater than 50mm, an appropriate burr guard or drill guide should be used at all times." An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. Based on the information provided the most likely root cause is not using an appropriate burr guard or drill guide. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
It was reported that a 115mm twist drill broke during use and a burr guard or drill guide was not used. A portion of the twist drill remained implanted.